Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse noted that the batteries were fully charged, and ran the iabp unit on battery power to deplete them some, then plugged the iabp unit in and confirmed that the batteries were charging, and all worked as it should at this time. The fse then performed all functional and safety checks which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.